Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set's tape not sticking event on 03-jul-2024. The infusion set had fell off after an hour despite the use of additional tape. No further information available.